Event description:
It was reported to kendall on event date that a pt care tech drew blood from a pt and tried to activate safety device; the safety mechanism did not activate all the way, the tech was stuck by the needle. Actual device was discarded, sample from same lot is expected to be forwarded for eval.